Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support suggested replacing the power supply aside from the customer's requested replacement parts. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the screen goes black when the avea ventilator is booted up. At this time, there is no information regarding patient involvement associated with the reported event.